Manufacturer narrative:
The calcium gen.2 reagent lot number was 898956. The expiration date was not provided. The phosphorus, total protein, creatinine, urea, gamma gt, albumin, alkaline phosphatase, and uric acid reagents' lot numbers and expiration dates were not provided. The qc was acceptable. The hardware performance check was not within specifications. The module is scheduled for deinstallation. The event was consistent with a hardware-related issue based on the information provided.

Event description:
We received an allegation of discrepant assay results for samples from 12 patients tested with multiple assays on a cobas 8000 c702 module. The assays were phosphorus, total protein, calcium gen.2, creatinine, urea, gamma gt, albumin, alkaline phosphatase, and uric acid. Refer to the attachment (B)(4) in the medwatch for the table containing the alleged discrepant results. The unit of measurement for the phosphorus assay is mmol/l. The units of measurement for all the other assays were not provided. The repeat results tested on a different line were deemed correct.